Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and six months post filter deployment, the patient presented with complaint of weakness, dyspnea and bilateral leg pain. Subsequent computed tomography (CT) scan of the chest revealed acute pulmonary emboli. A venous duplex revealed very minor residual thrombus from a previous episode of deep venous thrombosis in the right leg. Two days later, bilateral lower extremity venography and inferior vena cavogram revealed there was no thrombus. There was an inferior vena cava filter appears to be a g2 filter. This filter has at least a 40-degree tilt with the tip in the left renal vein. Multiple prongs were noted at a 40-degree angle, some of which appear to have left the confines of the inferior vena cava, possibly in retroperitoneal and or duodenum. One day later, computer tomography (CT) scan of the abdomen and pelvis revealed the superior tip of the inferior vena cava filter projects into the orifice of the right renal vein. At least three of the anterior legs of the inferior vena cava filter projects anteriorly and appear to terminate in the transverse duodenum. The vena cava filter was tilted toward the patient's right by approximately 20-30 degrees. Therefore, the investigation is confirmed for the filter tilt and perforation of the ivc. However, the investigation is inconclusive for the unintended movement of the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - perforation or other acute or chronic damage of the ivc wall. - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
New information received: medical records were received and reviewed. The patient with symptomatic deep venous thrombosis and pulmonary embolus was scheduled for vena cava filter placement. The left common femoral vein was accessed and the filter was deployed in the infrarenal inferior vena cava. The deployment mechanism was removed and an infusion catheter was advanced to the level of the thrombosis and a tpa infusion was started. The patient was stable at the conclusion of the procedure. Approximately one year six months post filter deployment, the patient presented with complaint of weakness, dyspnea and leg pain. CT scan of the chest demonstrated acute pulmonary emboli and the patient was admitted for further evaluation and treatment. Approximately two days post admission, an inferior venacavagram demonstrated a tilted filter with the tip in a renal vein. CT scan of the abdomen and pelvis performed approximately three days post admission demonstrated the tip of the filter in the right renal vein with at least three limbs extending beyond the caval wall and terminating in the duodenum. The patient was discharged twelve days post admission in stable condition with instruction to follow up with vascular surgery post hospitalization. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated into organs and embedded with resultant thrombosis. The device has not been removed and there were no reported attempts made to retrieve the filter. It was reported that blood clots getting through filter which is not functioning properly. The current status of the patient is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with symptomatic deep venous thrombosis with pulmonary embolus was scheduled for vena cava filter placement. The left common femoral vein was accessed and a pigtail catheter was advanced to the iliac confluence. An inferior vena cavagram was performed which demonstrated no evidence for ileo caval thrombus and the cava was of normal size with no aberrant anatomy. The filter was advanced to the appropriate level and deployed below the level of the lowest right renal vein. Follow up venogram demonstrated successful placement of the filter. The deployment mechanism was removed and exchanged for a catheter. Multiple venograms were performed of the left lower extremity which demonstrated extensive thrombosis of the right common iliac, right external iliac, right common femoral and right superficial vein, and a moderate degree of thrombosis within the proximal right greater saphenous vein. An infusion catheter was successfully placed at the level of the thrombosis and overnight tpa administration was started. The patient was transferred to the ICU for observation in stable condition without any immediate postprocedural complications. Approximately one year six months post filter deployment, the patient presented to the hospital with complaint of weakness, dyspnea and bilateral leg pain. CT scan of the chest demonstrated acute pulmonary emboli. The patient was admitted for further evaluation and treatment. Approximately two days post hospital admission, the patient was scheduled for bilateral lower extremity venography and inferior vena cavogram. The right common femoral vein was accessed and a handheld injection was performed which demonstrated the iliac system to be patent. A pigtail catheter was advanced to the inferior vena cava and contrast was injected delineating the entire inferior vena cava and iliac system. The left common femoral vein was accessed and a held injection was performed. Both iliac systems, collateral and the inferior vena cava were delineated and the information was adequate for diagnostic purposes. Counterpressure was held for hemostasis. Findings of the procedure demonstrated patency of the right common femoral vein, right external iliac vein and common iliac vein. An inferior vena cava filter was in place with a 40 degree tilt with the tip in the left renal vein. Some of the prongs appeared to have left the confines of the inferior vena cava. Further study, including a CT scan was recommended. Approximately three days post hospital admission, CT scan of the abdomen and pelvis demonstrated the superior tip of the ivc filter projecting into the right renal vein with three filter limbs extending beyond the caval wall and terminating in the duodenum. The filter was tilted toward the patient¿s right by approximately 20-30 degree. The patient had a consultation with vascular surgery secondary to history of ivc filter placement and was instructed to follow up post hospitalization. The patient was discharged from the hospital in stable condition approximately twelve days post hospital admission. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with symptomatic deep venous thrombosis and pulmonary embolus was scheduled for vena cava filter placement. The left common femoral vein was accessed and the filter was deployed in the infrarenal inferior vena cava. The deployment mechanism was removed and an infusion catheter was advanced to the level of the thrombosis and a tpa infusion was started. The patient was stable at the conclusion of the procedure. Approximately one year six months post filter deployment, the patient presented with complaint of weakness, dyspnea and leg pain. CT scan of the chest demonstrated acute pulmonary emboli and the patient was admitted for further evaluation and treatment. Approximately two days post admission, an inferior venacavagram demonstrated a tilted filter with the tip in a renal vein. CT scan of the abdomen and pelvis performed approximately three days post admission demonstrated the tip of the filter in the right renal vein with at least three limbs extending beyond the caval wall and terminating in the duodenum. The patient was discharged twelve days post admission in stable condition with instruction to follow up with vascular surgery post hospitalization. No additional information was provided in the medical records received.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with symptomatic deep venous thrombosis with pulmonary embolus was scheduled for vena cava filter placement. The left common femoral vein was accessed and a pigtail catheter was advanced to the iliac confluence. An inferior vena cavagram was performed which demonstrated no evidence for ileo caval thrombus and the cava was of normal size with no aberrant anatomy. The filter was advanced to the appropriate level and deployed below the level of the lowest right renal vein. Follow up venogram demonstrated successful placement of the filter. The deployment mechanism was removed and exchanged for a catheter. Multiple venograms were performed of the left lower extremity which demonstrated extensive thrombosis of the right common iliac, right external iliac, right common femoral and right superficial vein, and a moderate degree of thrombosis within the proximal right greater saphenous vein. An infusion catheter was successfully placed at the level of the thrombosis and overnight tpa administration was started. The patient was transferred to the ICU for observation in stable condition without any immediate postprocedural complications. Approximately one year six months post filter deployment, the patient presented to the hospital with complaint of weakness, dyspnea and bilateral leg pain. CT scan of the chest demonstrated acute pulmonary emboli. The patient was admitted for further evaluation and treatment. Approximately two days post hospital admission, the patient was scheduled for bilateral lower extremity venography and inferior vena cavogram. The right common femoral vein was accessed and a handheld injection was performed which demonstrated the iliac system to be patent. A pigtail catheter was advanced to the inferior vena cava and contrast was injected delineating the entire inferior vena cava and iliac system. The left common femoral vein was accessed and a held injection was performed. Both iliac systems, collateral and the inferior vena cava were delineated and the information was adequate for diagnostic purposes. Counterpressure was held for hemostasis. Findings of the procedure demonstrated patency of the right common femoral vein, right external iliac vein and common iliac vein. An inferior vena cava filter was in place with a 40 degree tilt with the tip in the left renal vein. Some of the prongs appeared to have left the confines of the inferior vena cava. Further study, including a CT scan was recommended. Approximately three days post hospital admission, CT scan of the abdomen and pelvis demonstrated the superior tip of the ivc filter projecting into the right renal vein with three filter limbs extending beyond the caval wall and terminating in the duodenum. The filter was tilted toward the patient¿s right by approximately 20-30 degree. The patient had a consultation with vascular surgery secondary to history of ivc filter placement and was instructed to follow up post hospitalization. The patient was discharged from the hospital in stable condition approximately twelve days post hospital admission. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one year six months post filter deployment, a CT scan of the chest demonstrated acute pulmonary emboli. Approximately two days post hospital admission, findings of the procedure demonstrated an inferior vena cava filter was in place with a 40 degree tilt with the tip in the left renal vein. Some of the prongs appeared to have left the confines of the inferior vena cava. Further study, including a CT scan was recommended. Approximately three days post hospital admission, CT scan of the abdomen and pelvis demonstrated the superior tip of the ivc filter projecting into the right renal vein with three filter limbs extending beyond the caval wall and terminating in the duodenum. The filter was tilted toward the patient¿s right by approximately 20-30 degree. Based on the provided medical records, the investigation can be confirmed for a tilted filter, perforation of the ivc wall, and unintended movement of the filter. It can also be confirmed the patient experienced pe after filter implantation, however the relationship to the filter and the origin of the pe is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with symptomatic deep venous thrombosis and pulmonary embolus was scheduled for vena cava filter placement. The left common femoral vein was accessed and the filter was deployed in the infrarenal inferior vena cava. The deployment mechanism was removed and an infusion catheter was advanced to the level of the thrombosis and a tpa infusion was started. The patient was stable at the conclusion of the procedure. Approximately one year six months post filter deployment, the patient presented with complaint of weakness, dyspnea and leg pain. CT scan of the chest demonstrated acute pulmonary emboli and the patient was admitted for further evaluation and treatment. Approximately two days post admission, an inferior venacavagram demonstrated a tilted filter with the tip in a renal vein. CT scan of the abdomen and pelvis performed approximately three days post admission demonstrated the tip of the filter in the right renal vein with at least three limbs extending beyond the caval wall and terminating in the duodenum. The patient was discharged twelve days post admission in stable condition with instruction to follow up with vascular surgery post hospitalization. No additional information was provided in the medical records received.